Manufacturer narrative:
It was reported that the procedure was performed on (B)(6) 2012. The patient first returned with perineal pain on (B)(6) 2012. The second procedure was performed on (B)(6) 2012 due to ongoing pain associated with intercourse. The patient underwent the third procedure on (B)(6) 2012 due to ongoing pain. At that time, the suture appeared normal without any evidence of resorption. The patient continues to have some pain, although it has lessened since the last refashioning in (B)(6) 2012. (B)(4).

Event description:
It was reported that a patient underwent a vaginal wall laceration repair procedure on an unknown date and suture was used. The patient experienced delayed absorption of the suture resulting in a reoperation of the vaginal wall requiring three separate procedures being performed. The surgeon found that the suture had not been fully absorbed. The patient was experiencing excruciating pain post surgery and had some of the stitches removed.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. The returned opened sample comprised 3 portions of monofilament suture material that had been part of knots within the patient. The samples were identified by ir spectroscopy. The returned sample was not monocry poliglecaprone 25 suture. It appeared that the sample was a monofilament nylon.